Manufacturer narrative:
Additional information was requested by hologic technical support (ts) in order to perform further trouble shooting. Customer works in an army site and was unable to send logs. Multiple attempts were made by ts, but customer has not responded to ts' requests for additional information. No further action required at this time. Hologic will open new case if customer provides updates or contacts hologic for further review.

Event description:
Customer inquired about the highest acceptable CT value for sars pcr assay. Customer had a sample that tested negative at a different site but was tested positive with the sars pcr assay on the panther fusion instrument (sn (B)(4)).